Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the needle broke at the swage part during use. It was not a control release needle. It was confirmed that no pieces were left inside the patient. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, and the following was obtained: did the needle piece fall into the patient? We have not been reported the needle piece fell into the patient. If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.